Event description:
It was reported that during the implant procedure the left ventricular (lv) lead and delivery catheter pierced through the coronary vein and the patient's pericardium. It was noted that this was due to the patient's coronary vein stenosis. The implant attempt was abandoned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.